Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. There is no indication the alleged product issue caused or contributed to an adverse event. The device was returned the manufacturer and investigation completed (B)(6) 2018. Investigation confirmed the display screen was dim/faded/discolored. This complaint is being reported because the issue may impact the user's ability to read some or all the information on the screen which may result in over or under delivery.